Manufacturer narrative:
This report will be updated when investigation complete. Trends will be evaluated. This is the same event as 3010536692-2015-01276.

Event description:
Allegedly, patient was revised due broken neck- right.